Event description:
A piece of the introducer broke off in the patient requiring a snare for removal. On may 21st, v-a ECMO was introduced, with blood flow in the right femoral artery 16.5fr, blood outflow in the left femoral vein 21fr. The sheath was inserted in the right femoral vein to place a temporary pacing catheter for bradycardia. On may 28th, the blood inflow and outflow cannula was surgically removed following withdrawal from v-a ECMO. On may 29th, the sheath was removed while compressing the insertion site in order to remove the temporary pacing catheter. There was some resistance during removal, but the sheath was removed as is with doctor's judgement. When the sheath was checked after removal, it was found to have ruptured. The tip that remained may have been outside the blood vessel, so an incision was made near the insertion site, but it could not be confirmed. On may 30th, a CT scan confirmed that the remaining part was inside the blood vessel. On the same day, an 11fr sheath and snare were inserted in the right internal jugular vein and successfully removed the piece percutaneously. Since then, the patient has had severe anemia and has undergone frequent blood transfusions. After sheath removal, severe anemia persisted, so 8 units of rbc and 4 units of ffp were administered, and a subsequent CT scan confirmed a large hematoma in the retroperitoneum.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One 6f fast-cath introducer sheath was received for evaluation. The sheath had been fractured and torn, consistent with the reported removal difficulty. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the sheath damage and reported removal difficulty remains unknown.